Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified and mildly tortuous superficial femoral artery. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the third inflation at 20 atmospheres for 20 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patients complications were reported.